Event description:
During catheter exchange, the hub separated from the sheath. The physician used forceps to keep the sheath from going further into the pt - he was successful and there was no harm to the pt. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
(B)(4). The device was returned in a used and damaged condition. A visual examination confirmed the cap had separated from the sheath with the flare intact. Proper connector cap size and flare size were confirmed. Per quality control specification, there is 100% inspection, confirming the flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is also verified that the coils in sheath continue into cap. An IFU is provided with this device that informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor for similar occurrences.